Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not retain a fluoroscopic image after stepping off the fluoro button. This rendered the system unusable. There is no report of injury or death associated with the event described in this complaint.